Event description:
The customer¿s field service engineer reported to olympus that during the receipt inspection of the video system had image streaks appear about ten (10) minutes after the camera was connected; the fault disappeared about ten (10) minutes after the issue occurred. A similar device was used to complete the procedure. There was no patient involvement associated with the event.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed due to an internal printed circuit board (pcb) defect. Additionally, it was found that there was a pcb failure. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, image displayed intermittently occurred due to failure of the print circuit board(main board). The cause of the faulty pc board could not be identified. Olympus will continue to monitor field performance for this device.